Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4)

Event description:
The hawk one was inserted into the sheath and advanced to the sfa that was completely occluded. The device made several passes and the nosecone started to fill up. The nosecone was about 75% full after 5-6 passes. As the physician started to make additional passes (3-4) in highly dense plaque they noticed that as the device was packed it continued to stay at 75% full. The device was removed. Once out of the body it was observed that the side of the nosecone had a couple of holes. Meaning that on the prior passes, when the device was packed the plaque was spilling out of the side of the device and downstream to the patient's lower leg. An angiogram was taken and there was noticeable debris in the lower vessel of the patient. An aspiration catheter was used several times to remove all of the shavings that had spilled out of the side of the hawk. The case was a success in the end but a lot of extra work was needed due to the defect in the device additional information received on july 27, 2015 noted that the physician cut 4-5 cm within a stent. Evaluation of the returned device on july 27, 2015 the distal assembly was inspected and found damage approximately 18mm distal from the cutter window. The damage was viewed under microscope and noted a tear in the tecothane which ran parallel along one of the coils of the distal assembly (radial tear).

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.